Event description:
A surgeon reports that upon examination, following intraocular lens (iol) implant surgery, small plastic-like fragments were noted between the iol and the posterior capsule. A fragment was in the visual axis causing photic problems. A yag laser procedure was performed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No lot number was provided. Additional information has been requested.